Manufacturer narrative:
The vitamin d reagent lot number and expiration date were not provided. The customer stated they experienced an issue with the procell delivery/consumption. Qc was acceptable on the day of the event. The alarm trace showed a reservoir 1 alarm. The field service engineer visited the customer's site on 24-mar-2024 and found that 2 tubings to procell bottle were split. He replaced the procell tubings, air-purged, and primed the instrument. The instrument was put back into operation. The customer performed qc and was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for multiple patients' samples tested with elecsys vitamin d assay on a cobas e801 immunoassay analyzer. Discrepant results for 3 patients' samples were provided. Sample 1: initial result: 95.1 nmol/l. Repeat result: 39.2 nmol/l. Sample 2: initial result: 133 nmol/l. Repeat result: 35.9 nmol/l. Sample 3: initial result: 90 nmol/l. Repeat result: 20 nmol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The service actions (replacing the procell tubings, performing the air-purge, and priming the instrument) resolved the issue. The instrument was performing within specifications. The investigation identified a degradation problem. The root cause was due to a component issue.